Event description:
It was reported that the patient was explanted of the device on (B)(6) 2014, as the patient had received little benefit from the device and had been experiencing tenderness at the implant site.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available. A device failure analysis will be submitted as a follow up report.